Event description:
Event description guidant received information that the patient with this bi-ventricular pacing system, including pacemaker and implantable leads, had a loss of capture and an impedance of 2500 ohms on the left ventricular channel. During the same evaluation, the physician observed blood infiltration into the left ventricular connection of the device. The physician then cleaned the connector and replaced the left ventricular lead. Two months later, a high impedance and loss of capture were noted on the lead. Again, the physician observed blood in the left ventricular connector. At that time, the device was explanted and the left ventricular lead was left in service with a new pacemaker. The new pacing system has been functioning appropriately. The explanted pacemaker was returned for analysis.